Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line placed in the right basilic for eight days to administer intravenous antibiotics was broken at the connection between the catheter and the adapter. The line was removed in an additional procedure and a new PICC line was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, trends, quality control and visual inspection of the returned device was conducted during the investigation. One catheter was returned for investigation. The returned catheter measured 20 cm in length. A visual examination noted the clear tubing was completely severed from the purple hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode.